Event description:
Complainant alleged that during a cardioversion on a patient (age & gender unknown) the device was charged up to 150 joules and a loud popping sound was heard. The device then displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board. The device was repaired and returned to zoll stock.